Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device failed to deploy. It is unk how the device was removed or how hemostasis was achieved. There was no adverse pt effects reported. Though requested, no additional info was available.